Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues reoccurred.